Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not working appropriately. The healthcare professional (hcp) checked for any recent transmissions however, technical services (ts) confirmed that no transmissions had been received. The patient was scheduled for lymphatic surgery today and the surgical site was approximately 8-12 inches from the device. The hcp attempted device interrogation using the programmer with the correct wand in standard programming mode but was unable to establish communication. Ts advised placing a magnet over the ICD to assess for an audible tone. The patient denied any recent device replacement. Ts discussed the use of a magnet during the procedure as a precaution. As of this time, this ICD remains in service. No adverse patient effects were reported.